Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had an e5 error code and was running hot. It was determined that the e5 error code was due to the device overheating. It was further determined that the cause of the device running hot was due to the motor that was starting to wear. The assignable root cause was determined to be due to device being worn due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation, it was observed that the motor device was had an e5 error code and was running hot. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly